Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of previous issues with moisture in reservoir compartment and high blood glucose levels. The customer's blood glucose level at the time of incident was 350mg/dl. The customer's most current level was 351mg/dl. The customer has been on zofran for nausea and has treated with manual injections. The customer states they had previously been in diabetic ketoacidosis. The customer states the esc button was also difficult to press. Troubleshoot was conducted and the pump failed the high pressure test. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had intermittent button response due to flattened esc button dome switch. The keypad connector was fully locked. No moisture damage found inside reservoir compartment, electronic assembly or motor. No cosmetic damage noted.